Event description:
The customer reported the system will not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. System operates as intended. (B) (4).